Event description:
Based on information received following submission of the initial report, this event of cutter probe failed to aspirate during surgery does not meet criteria for reporting as a device malfunction. No more supplemental reports will be submitted. Mjothidasan

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration failure occurred and aspiration pressure seemed lower than 600 mm hg during cataract-vitrectomy combination surgery. It seemed that only about 2/3 of the aspiration pressure was generated. The condition of actuation and cutting is unknown. The surgery was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).